Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 3085 sp surgical table and found the table shrouds were damaged. The damaged observed to the table shrouds is consistent with items being stored on the base of the table. The operator manual states (1-2), "warning - personal injury and/or equipment damage hazard: storing items on table base may result in equipment damage causing inadvertent tabletop movement placing the patient and/or user at risk of personal injury. Do not use the table base for storage". The user facility elected to have their third-party service provider replace the table shrouds. Following the replacement, the steris service technician tested the table, confirmed it was operating according to specification, and returned it to service. The account manager performed an in-service training on the correct and proper use of their 3085 sp surgical table, specifically warning against placing/storing the items upon the table base cover. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, their 3085 sp surgical table column shroud cover separated and detached from the location it was installed. The procedure was completed successfully. No report of injury.